Event description:
The customer reported having a blood glucose value of 450 mg/dl the morning before the phone call with the helpline. The customer reported having unexplained high values recently and believed it was due to the insulin pump. During troubleshooting it was discovered that the infusion set cannula was bent. It was advised to change out the set, insulin, and reservoir and follow a health care professional's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)